Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s father stated that the patient was at the beach on (B)(6) 2018 and got sand under the sensor patch. Later in the day the affected area on the upper buttocks became more inflamed and very itchy. Patient's father took the patient to urgent care on (B)(4) 2018 because the sensor site was itching, red, and hot to the touch. The area was raised the size of a penny due to sand getting under the sensor. The reaction was diagnosed as cellulitis and the patient was prescribed the antibiotic cephalexin. At the time of contact, it was indicated that the reaction was still present. No additional event or patient information is available.